Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The root cause of the low purge was unable to be determined as no product or data was returned for analysis. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Few hours after insertion low purge pressure was observed. Multiple attempts were made by adjusting the fluid to address the issue, to no success. The team did not replace the pump due to the family withdrew care. There is not enough information to exclude the impella device as an associated factor in the patient's demise.